Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, temperature feedback was not received on all electrodes and was only available on a couple of distal sensors. Additionally, there was an impedance output issue, with impedance feedback not being displayed on multiple sensors. Troubleshooting steps included rebooting the stack and navigating to a new area, but the same results were observed. The catheter was intentionally positioned to ensure specific sensors were in contact, but temperature readings were still only obtained from the same distal sensors. The catheter was then replaced, which resolved the issue. The case was completed. The patient left the procedure room in stable condition and was discharged as planned. Approximately 72 hours after the procedure, the patient died at home. No further patient complications have been reported as a result of this event.